Event description:
It was reported that during the implant procedure, atrial lead's helix would extend and retract on its own. After the lead was positioned, it exhibited high pacing impedance. An x-ray revealed the lead had completely retracted. The lead was exchanged for another. Patient had no symptoms and was stable after the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.